Event description:
During a colectomy an 1 proximate 75mm linear cutter fired correctly with the initial load, the stapler jammed (misfired) on the first reload after it had cut / stapled approx 2/3 of the tissue to be anastomosed. The faulty cutter was replaced by a second 1 proximate 75mm liner cutter that also failed / jammed. The procedure was completed with a 3rd linear cutter. There were no injuries to the pt. First linear cutter used: lot number: r4141x vendor item number; tlc75, serial number: (B)(4), expiration: 09/30/2023; 2nd linear cutter used, lot number: r4161a, vendor item number: tlc75, serial number: (B)(4), expiration: 10/30/2023. FDA safety report ID# (B)(4).